Manufacturer narrative:
(B)(4). Follow up submission will be completed post investigation or if additional information becomes available.

Event description:
Locking drainage line that inserts into the pleurx catheter disconnected from drainage line while engaged within safety valve. Medical care required a chest x-ray. The patient did have a pneumothorax, however we cannot be definitive if it is due to the product of his underlying medical condition.

Manufacturer narrative:
(B)(4) our quality engineers received one photo from unknown lot number for evaluation. Reported failure was confirmed during visual inspection as the engineer identified the locking access dilator was disconnected from the drainage line. In addition, an internal review of the history files was completed for the reported lot number 0001168125-manufactured on 18-oct-2017, confirming procedural and functional requirements needed for the product to be released were met. Although reported failure was confirmed through visual analysis, a root cause could not be determined as there was no physical or mechanical evidence to confirm or support manufacturing processes could be related to reported issue. That being said, no immediate actions will be proposed. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.